Manufacturer narrative:
(B)(4). The event description received from the healthcare facility states that the doctor experienced difficulties with the plunger during use; however, proceeded to continue injection. The rayner IFU includes the following statements "when depressing the plunger too much resistance could indicate a trapped lens" and "if the iol causes a blockage in the injector system, discard the injector". Our review of production records for the r-inj-04 injector batch b294 showed that all mfg and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of MFR of the r-inj-04 injector (may 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the r-inj-04 injector batch b294. The results of our device analysis/inspection will be provided in a f/u report.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states "during injection the doctor experienced difficulties with the plunger. The doctor observed the iol "inside the injector plunger" and identified that it was "fragmented and separated in fragments"".